Manufacturer narrative:
The reported event that standard lag screw omega 105mm length was alleged of device deformed could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A deformation of the lag screw can occur if; either the lag screw had not been properly assembled with the lag screw adapter or just inadequate use (over tightening) has resulted in such described deformations. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device is not available to stryker.

Event description:
While inserting an omega3, 4 hole plate and 105mm lag screw, the surgeon struggled to get the plate to slide over the lag screw. Upon closer inspection the surgeon noticed that the tabs on the lag screw had sheared off during final insertion. The op tech had been followed, lag screw was drilled and tapped prior to insertion.